Event description:
We report on a pt that required reoperation for failure of a single, unidirectional, symmetrically-barbed suture (number 1 stratafix symmetric pds plus, ethicon, inc., (B)(4)) at the parapatellar arthrotomy repair site following total knee arthroplasty. This is one of five such cases.